Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized. One day after onset, the patient went to the clinic and started treatment with unspecified antibiotics (dose, route and frequency not reported). The patient outcome was not reported. Action taken with dianeal therapy was not reported. No additional information is available.